Event description:
It was reported that the right ventricular (rv) lead dislodged the day after implant. During the re-positioning procedure of the lead the setscrew of the device was stuck on the screwdriver. The device was replaced. No patient complications have been reported as a result of this event.